Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while priming the infusion set. Customer's blood glucose was 404 mg/dl. The customer indicated that the reservoir cannot stay locked in place and went to injections. Customer declined to troubleshoot. No further details given.